Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 223 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 222 mg/dl and 211 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 223 mg/dl, 225 mg/dl, 180 mg/dl, 194 mg/dl. Customer has not had any recent changes in daily activities such as diet, exercise or medications. Customer is concerned is getting high readings after taking the medications to lower blood sugar. Customer has done several control solution tests to ensure meter is working and is still concerned about the readings.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - meter/case cracked and screen dark/discolored/scratched. Test strips not returned for evaluation. Most likely root cause is user mechanical stress. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 223 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 222 mg/dl and 211 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in daily activities such as diet, exercise or medications. Customer is concerned is getting high readings after taking the medications to lower blood sugar. Customer has done several control solution tests to ensure meter is working and is still concerned about the readings.